Manufacturer narrative:
Haptic crimped in cartridge.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the haptic crimped in the cartridge. There was no patient contact.